Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit and stay in place on the pump. No additional information was provided. There was no reported adverse impact to the customers blood glucose.